Event description:
Unit received with visible external damage to the output connector. Cabinet was removed, visible damage continued internally.

Manufacturer narrative:
(B)(4) had been issued for this device. Model irc5po2, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. A return authorization was issued for warranty repair only. No mention of fire damage was made. The damaged irc5po2 concentrator was returned to invacare and fire damage was visual to invacare respiratory. Visual inspection revealed soot external to the unit with deformation of outlet connector where the patient cannula connects to. The patient cannula was not enclosed with the unit and not received. The cabinet was removed and internal heat and soot damage was visible as well. The unit is to be sent to respiratory engineering for further evaluation. No injury alleged.